Event description:
Related manufacturer reference number: 2017865-2021-35718. It was reported the patient presented in clinic with redness and swelling at the pacemaker implant site due to infection. Lab cultures confirmed the infection. The patient's pacemaker and right ventricular lead were explanted without issue. The patient was stable throughout and did not have any additional symptoms.